Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted. The patient was moved to the cardiac care unit. The physician and the medical engineer stated that "the balloon volume had been recognized as 2.5 cc during use, but they could use the intra-aortic balloon pump (iap-0500j (B)(4)) and iab catheter without any harm to the patient." Additional information received on 3/2/2010 from arrow (B)(4) stated that the customer said that "the iab was used for three hours."